Manufacturer narrative:
Other, other text: b5: no patient involvement was reported. All issues found with the device were identified during testing. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a lifting downstream sensor seal, lifting air detector, worn upstream sensor seal and scratched lens; the tamper seal was removed. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. Inspection of the device found the reported problem was caused by a bad downstream sensor. The downstream sensor and seal were replaced as corrective action. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a cassette error occurred during a returned device testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.